Event description:
Healthcare professional confirmed, capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, baker grade unknown and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma.

Event description:
Healthcare professional reported left side removal was noted as "seroma/capsular contracture," baker grade not specified . The device has been explanted.